Event description:
During treatment, the nurse noticed a large amount of blood under the pt's chair. Upon further inspection the nurse found that the blood pump was off and the venous needle had become dislodged from the pt's graft. It was noted that there was no venous alarm. Bolus saline was given to pt, estimated blood loss, 300cc. The pt experienced severe cramping. The chief tech indicated that he felt the alarm may have been turned off by the tech without fully investigating the situation.